Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui and chronic pelvic pain. It was reported that following insertion the patient experienced pain, bowel problems, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2005 due to dyspareunia and erosion.